Event description:
It was reported that during a hysterectomy procedure, an error code occurred on the device and the blade broke. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.